Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer had an error alarm. No further information was provided.